Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 8.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, during procedure, it was noted that the stent was detached and had to be implanted in a healthy artery. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.